Event description:
A healthcare professional reported that at a routine postoperative visit 2.5 years after glaucoma filtration device implantation a patient described discomfort during the past 2 months. The patient's intraocular pressure was found to be high (48 mmhg). The shunt was reported to be not draining. A scleral flap revision was performed and the filtration device was explanted. A trabeculectomy was performed. Additional information was requested and received.

Manufacturer narrative:
A sample is expected but has not yet been received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information was requested and received. (B)(4).

Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. Because a sample was not returned, the root cause cannot be determined and no actions are taken. (B)(4).

Manufacturer narrative:
Evaluation summary: during inner illumination the shunts' lumen was found to be blocked. After cleaning the shunt, light pass through the shunts' lumen, though light obstructions were seen. After slicing the shunt the restriction unit was seen to be centered and no welding penetrations were found. The shunt was in the patient's eye for a few years. During production, 100% final inspection is being performed on the entire batch, including inner illumination. If such a defect had been noticed during the inspection, the product would have been rejected immediately. Having said that, one may conclude, that the blockage was formed after the product had left the manufacturing plant. The root cause is external - related to patient condition / non-product factors, however, the blockage could have been caused by many different reasons during and after the clinical procedure. The blockage does not seem to be product related since the restriction unit was seen to be centered and no welding penetrations were found. Therefore, there is no evidence for an inherent defect that might have caused the event, and the root cause seems to be external - related to patient condition / non-product factors. (B)(4).